Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient had an alert triggered for low rv defib coil impedance on the right ventricular (rv) lead. It was noted that the coil impedances are normally low for this rv lead and the lead was found to be functioning normally. It appears to be normal impedance fluctuation for this rv lead/patient and it was suggested to the clinician to turn off the alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient had an alert triggered for low rv pacing impedance on the right ventricular (rv) lead. It was noted that the pacing impedances are normally low for this rv lead and the lead was found to be functioning normally. It appears to be normal impedance fluctuation for this rv lead/patient and it was suggested to the clinician to turn off the alert. The rv lead remains in use. No patient complications have been reported as a result of this event.